Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25090, related manufacturer reference number: 2017865-2021-25092. It was reported that the patient presented to the emergency room due to bradycardia and discomfort. It was noted that both the right atrial (ra) and right ventricular (rv) lead failed to capture. A chest x-ray confirmed that both the ra and rv leads were dislodged. It was noted that the patient was constantly rubbing their incision site which caused the leads to dislodge. A temporary pacemaker was implanted on (B)(6) 2021. During a follow-up procedure, the original (pm) was repositioned subcuticularly. Several attempts were made to reposition the existing leads, but the physician found it difficult to rotate the helix on both. The ra and rv leads were explanted and replaced. The patient was stable throughout the procedure.